Manufacturer narrative:
Results: a visual inspection of the returned product shows both plate haptics are torn off into the optic of the lens and are missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge, foam tip plunger and injector were not returned for evaluation.

Event description:
It was reported that the surgeon was inserting a single piece collamer lens model cc420bf and the rear plate haptic tore. The surgeon enlarged the incision minimally to remove the lens and another lens was inserted. No suture required.